Manufacturer narrative:
Eval is in progress, but not yet concluded.

Event description:
It was reported that the electronic pt gas system (epgs) would not calibrate. No other details regarding the nature of this event were provided.